Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). The patient involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The [pt] involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/14/2017 as follows: patient allegedly received an implant on (B)(6) 2015 due to anticoagulation and history of pe. Patient did not provide evidence or allegations of adverse events. Date of death was reported as (B)(6) 2015. The [pt] involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k090140, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on or about (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.